Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name updated d3: manufacturer email address g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative zimvie received (1) (B)(6), (t3 pro tapered implant 5/4mm (d) x 10mm (l)) for evaluation. Visual evaluation / functional test was performed, product evaluated and filed. There is fragment of a device (possibly surgical guide) inside the implant. This complaint refers to the (B)(6), (t3 pro tapered implant 5/4mm (d) x 10mm (l)). DHR review was completed for the subject lot number 2023030094. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030094 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque was applied. Therefore, based on the available information, a device malfunction did occur. There is fragment of a device (possibly surgical guide) inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported implant was placed with good stability using a surgical guide at unknown tooth site. However, a piece of the guide connector broke inside the implant and could not be retrieved. Therefore, the implant was removed and a wider one was placed instead.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A2: patient age and date of birth unknown / not provided. A4: patient weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.